Manufacturer narrative:
Device was used for treatment, not diagnosis. Gong, k., wang, z., and luo, z. (2010). Reduction and transforaminal lumbar interbody fusion with posterior fixation versus transsacral cage fusion in situ with posterior fixation in the treatment of grade 2 adult isthmic spondylolisthesis in the lumbosacral spine. J neurosurg: spine, volume 13, pp 394-400. This report is for an unknown universal spinal system , unknown item number/unknown quantity/unknown lot. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This complaint has been initiated after review of the following article: gong, k., wang, z., and luo, z. (2010). Reduction and transforaminal lumbar interbody fusion with posterior fixation versus transsacral cage fusion in situ with posterior fixation in the treatment of grade 2 adult isthmic spondylolisthesis in the lumbosacral spine. J neurosurg: spine, volume 13, pp 394-400. This was a 'retrospective' review of a clinical comparison of procedures used to treat l-5 grade 2 isthmic spondylolisthesis associated with collapsed disc space and osteoporosis. The purpose of the study was to compare clinical and radiological outcomes between transsacral fusion and fixation to results of transforaminal lumbar interbody fusion (tlif). This was a study completed in shannxi, people's republic of china. Thirty-four patients (15 males, 19 females) were involved in the study. Twenty-one patients (group a) were treated with synthes universal spine system (uss) reduction and tlif and thirteen patients were treated with competitors transsacral cage fusion. Clinical outcomes were measured with oswestry disability index and visual analog scale scores, and radiological parameters included percentage of slippage, whole lumbar lordosis, and lumbosacral angle. Operative data, fusion rate, and preoperative complications were recorded as well. Patient ages ranged from 36 to 70 years old. Follow up period was 2 years. Complications reported in one patient had screw loosening with osteopenia at six month follow up office visit. This is report 1 of 1 for (B)(4). This report is for an unknown universal spine system (uss) for unknown part number, lot number.